Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2020. The cause of death was a fall that led to a brain bleed. The caller stated that the customer had a pacemaker/heart issue, scleroderma with swelling, and a blood disorder where the blood was not flowing to extremities that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected within 48 hours prior to passing, after the customer was admitted and was about to undergo surgery. The customer was not using sensors. The caller stated the customer fell in the kitchen at 3 am and they were unsure if the fall was diabetes or pump related. The caller declined to return the insulin pump for analysis.